Event description:
It was reported that the dr. Was using the cross connector plug inserter from the radius set and the tip of the inserter chipped off.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the manufacturing records for lot# 086193 were reviewed and there were no relevant manufacturing anomalies identified. The cause of the overload is multifactorial in nature and most likely involves the amount/direction of torque applied to the driver as well as the fatigue of the product over time. Conclusion: bending or cantilever loading of the tip may result in fracture.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the radius cross connector plug driver was confirmed to have a fractured tip upon inspection of the returned device. The manufacturing records were reviewed and there were no relevant manufacturing anomalies identified. Bending or cantilever loading of the tip may result in fracture. Conclusion: the cause of the overload is multifactorial in nature and most likely involves the amount/direction of torque applied to the driver as well as the fatigue of the product over time.

Event description:
It was reported that the dr. Was using the cross connector plug inserter from the radius set and the tip of the inserter chipped off.